Event description:
Customer reported arrhythmia alarm levels had reverted to mfg defaults (advisory instead of crisis). There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.